Event description:
Acct. Reports they have just started using the new "twin pack" cannula. States they have experienced several inverted septums on the y-sites. No further info available in spite of several attempts to reach contact at the acct.